Event description:
A software error was detected in the customer's device, as indicated by the malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with information on how to reset the pump.